Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notification and presented to the hospital. Upon device interrogation, the right ventricular lead exhibited high impedance. No intervention was performed. The patient would be continued to be monitored.

Event description:
New information received on (B)(6) 2018 indicating that the patient presented to the hospital on (B)(6) 2018 for lead revision procedure. The right ventricular lead exhibited high capture thresholds. The lead was capped on (B)(6) 2018 and was replaced successfully. The patient was stable post procedure.

Event description:
New information received on (B)(4) 2019 indicating that the right ventricular lead exhibited failure to capture.